Manufacturer narrative:
This report is submitted on october 24, 2019.

Event description:
Per the clinic, it was reported that the patient experienced a loss of osseointegration resulting in fixture loss after getting their processor stuck on an object. The patient will be reimplanted at a later date.